Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical evaluation concluded that the size 28mm liner did not fit with the size 50 shell, after multiple attempts. Per complaint details, a size 32mm liner was used, and fit on the first try with no delay or patient injury. Therefore, no further assessment is warranted at this time. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode and potential harm was previously identified. Potential probable causes could be but are not limited to the stem is larger or smaller than the trial or broach when implanting, improper size of device used, surgical technique, unclear user instruction, and procedural/user error. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during thr procedure the 28 mm liner was not compatible with reflection shell size 50. Tried multiple times but failed to fit. No delay in surgery time since 32 mm liner was available, it was very smooth to fit in the first try. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.